Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Product investigation has not been completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a small hexagonal screwdriver with holding sleeve broke intraoperatively during an open reduction internal fixation (orif) ankle procedure on (B)(6) 2017. The screwdriver broke while the surgeon was inserting a screw in the ankle. There were no fragments left behind in the patient. The procedure was completed successfully with no delay in surgery. Concomitant device(s) reported: screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for a screwdriver. (B)(4).